Event description:
Removal of intrathecal pump / catheter due to pain symptomatology. Pump removed; during removal of catheter found anchoring device pulled slightly and cracked immediately. Catheter in pieces and was hard and brittle. X-rays showed intrathecal catheter still in intrathecal space but not coming out of intrathecal space into the subcutaneous fascia. Decision made to leave catheter in and refer pt to neurosurgeon for reevaluation. Pt was discharged home.